Event description:
It was reported the patient had symptoms of fatigue, dizziness, and difficulty walking since 2015-04-16. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).